Manufacturer narrative:
Additional information: updated event details. Initial reporter information has been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that a medtronic representative felt that the screws becoming stripped on the spine clamp was a wear and tear issue from use over time.

Manufacturer narrative:
Initial reporter information was unavailable at the time of filing. Device UDI number unavailable. The thoracic radiolucent clamp was returned for analysis. The returned clamp did not have stripped threads as reported. However, there was a small amount of debris in the threads and nicks at one end, causing difficulty in setting the screw. The clamp face was also slightly bent. It was determined that there was a physical damage failure with the returned clamp. This hardware issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that there were stripped screws on the thoracic radiolucent clamp. There was no patient present when this issue was observed.